Event description:
A patient reported that their meter would not turn on. This issue was not resolved with troubleshooting. The meter was replaced due to this issue. The patient also reported that the meter had previously read inaccurately high. Pt's meter had read "hi" twice and they went to the emergency room. Pt stated that they did not have any symptoms. Pt was given insulin and oral medications to lower their blood glucose at the ER. Two hours later, the ER meter read 250 mg/dl and 150 mg/dl. No further information has been reported.